Event description:
The customer reported that "there is no sound after powering up the unit nor alarm sounds". The device was used for monitoring at the time of the alleged malfunction. No death or patient / user injury or harm was reported.